Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the there was a remote alarm malfunction. No pt harm was reported.